Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2010 along with concurrent paravaginal repair, sacrospinous ligament and vaginal vault suspension, anterior repair with graft, mid-urethral suspension and cystoscopy due to cystocele, paravaginal defect, vaginal prolapse, sui and neurogenic bladder. It was reported that the patient experienced pain, urinary problems, and dyspareunia. No additional information was provided.a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was implanted. The patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh were implanted. It was reported that the patient underwent a gynecological procedure on (B)(6) 2000 and mesh was implanted (surgical date and physician on complaint but implant not marked but on operative record.) It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.